Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed five times with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. No other assays were effected. The abbott customer technical advocate sent the customer replacement calibrators. A follow-up with the customer indicated they achieved a successful calibration with the new calibrators. No impact to patient management was reported.